Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('location of the perforation: suspected within the myometrium, according to (B)(6)2016 radiology report') and genital haemorrhage ('heavy bleeding') in a 44-year-old female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and treatment noncompliance "following essure placement procedure the plaintiff did not use birth control or contraception". The patient's medical history included trichomoniasis in 2010, vaginal bleeding in 2010, acute myocardial infarction in 2004, caesarean section in 1994, c-section in 1994, c-section in 1993, c-section in 1985, multigravida, multiparous (B)(6)1985 (40 weeks), (B)(6)1993 (40 weeks), (B)(6)1994 (36 weeks c-section), (B)(6)1995 (40 weeks), (B)(6)1996 (40 weeks), (B)(6)1998 (40 weeks), (B)(6)2000 (40 weeks), (B)(6)2014), abortion, seizures, bipolar disorder, hernia repair (umbilical childhood), lumbar strain, subconjunctival hemorrhage (right eye), menses irregular, groin discomfort, gerd, vomiting, diarrhea, nausea, anxiety, schizophrenia, postpartum cardiomyopathy, swelling of limb, pain in extremity, substance abuse, alcohol abuse, benign essential hypertension, esophageal disorder, anemia, eyelid contusion, coronary atherosclerosis (unspecified type of vessel), esophageal reflux, acute kidney injury, obesity, overweight and vaginal discharge. She did not ever experience the injuries she claimed in complaint or identified in this form before the date of essure placement. On (B)(6)2010, ultrasound showed no intrauterine pregnancy, no evidence of ectopic , right ovarian cyst. Pelvic ultrasound on (B)(6)2013, reason for exam was severe abdominal pain, result was right /mid intramural fibroid- 1.0x0.8x0.7 cm, nabothian cysts. Right ovary-possible calcifications. Abdomen complete on (B)(6)2013, showed hepatomegaly. On (B)(6)2015, hysteroscopy showed normal appearing uterine cavity and bilateral tubal ostia. After essure insertion, four coil of the left microinsert trailed into the endometrial cavity and seven coils of the microinsert trailing into the endometrial cavity. The patient tolerated the essure insertion procedure well. Patient's physical exam showed abdomen: atraumatic, soft, tenderness (periumbilical-mild), pain was out of proportion to abdominal exam. Skin: diaphoresis (mild) psychiatric: anxious. CT abdomen and pelvis on (B)(6)2015, findings was age appropriate uterus and ovaries. Iud appropriately positioned within the uterus. Pelvic phleboliths. Impression was moderate sized hiatal hernia. X-ray abdomen on (B)(6)2015, intra-uterine device was visualized in the pelvis. Multiple pelvic phleboliths. On (B)(6)2015, stomach biopsy, mild chronic gastritis. Egd on (B)(6)2015, hiatus hernia, reflux esophagitis, gastritis. CT abdomen and pelvis on (B)(6)2016, moderate hiatal hernia. Stable scattered subcentimeter hypodense hepatic lesions, too small to characterize, but statistically cysts or biliary hamartomas. Iud within the uterus, similar in position of prior exam, near the edge of the uterus and likely partially within the myometrium. Previously administered products included for an unreported indication: depo provera in (B)(6)2014 and cocaine. Concurrent conditions included smoker, paraesthesia generalised, cramp in hand, nausea, vomiting, muscle spasms, urine output decreased, flank pain, obesity and back pain. Family history included diabetes (mother), irritable bowel and hypertension. Concomitant products included vitamin d nos (vitamin d) since (B)(6)2017 for bone disorder, amlodipine since (B)(6)2014 and lisinopril since (B)(6)2014 for hypertension, promethazine for nausea, paracetamol (acetaminophen) for pain as well as magnesium oxide, pantoprazole and potassium chloride. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6)2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced back pain ("back pain /back pain (aching, sharp)") and pelvic pain ("pelvic pain"). In (B)(6)2015, the patient experienced abdominal pain ("abdominal pain /abdominal pain"). In (B)(6)2015, the patient experienced dysmenorrhoea ("severe menstrual pain / menstrual pain (sharp)") and dyspareunia ("pain during intercourse (sharp, stabbing)"). In (B)(6)2016, the patient experienced headache ("headache at the back of left eye (it's always on the left and always behind eye)/head (sharp pain)"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), depression ("depression") with fatigue, abdominal distension ("bloat"), alopecia ("hair loss") and flank pain ("right flank pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, weight fluctuation, dyspareunia, headache, pelvic pain, abdominal distension, alopecia and flank pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, flank pain, genital haemorrhage, headache, pelvic pain, uterine perforation and weight fluctuation to be related to essure. The reporter commented: she didn¿t claim that she was allergic to nickel or any other component of essure. She didn¿t claim that use of essure caused or aggravated any psychiatric and/or psychological condition. She discontinued depo provera due to heavy bleeding and condoms off and on due to essure. She was unsure if she underwent an essure confirmation test. Following essure placement procedure the she did not use birth control or contraception. It was unknown that essure was removed or she currently planning for essure removal due to time, as cost and fear of surgery are heavy concerns. She received treatment for menstrual pain, heavy bleeding and pain during intercourse. She did not receive treatment for abdominal pain, back pain, weight fluctuations and headache at the back of left eye. She was unsure of the dates that she suspected these injuries were related to essure. She took otc medication for menstrual pain, back pain and headache. She didn¿t claim that essure worsened previously existing injury/condition. Approximate weight at the time of essure placement: 200. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Pregnancy test - on (B)(6)2013: results: positive; on (B)(6)2014: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received- EU mir tab was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("location of the perforation: suspected within the myometrium, according to (B)(6) 2016 radiology report") and genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and treatment noncompliance "following essure placement procedure the plaintiff did not use birth control or contraception". The patient's medical history included multigravida, multiparous ((B)(6) 1985 (40 weeks), (B)(6) 1993 (40 weeks), (B)(6) 1994 (36 weeks c-section), (B)(6) 1995 (40 weeks), (B)(6) 1996 (40 weeks), (B)(6) 1998 (40 weeks), (B)(6) 2000 (40 weeks), (B)(6) 2014), caesarean section in 1994, abortion, c-section in 1985, c-section in 1993, c-section in 1994, seizures, bipolar disorder, hernia repair (umbilical childhood), lumbar strain, subconjunctival hemorrhage (right eye), vaginal bleeding in 2010, menses irregular, groin discomfort, trichomoniasis in 2010, gerd, acute myocardial infarction in 2004, vomiting, diarrhea, nausea, anxiety, schizophrenia, postpartum cardiomyopathy, swelling of limb, pain in extremity, substance abuse, alcohol abuse, benign essential hypertension, esophageal disorder, anemia, eyelid contusion, coronary atherosclerosis (unspecified type of vessel), esophageal reflux, acute kidney injury, obesity, overweight and vaginal discharge. She did not ever experience the injuries she claimed in complaint or identified in this form before the date of essure placement. On (B)(6) 2010, ultrasound showed no intrauterine pregnancy, no evidence of ectopic , right ovarian cyst. Pelvic ultrasound on (B)(6) 2013, reason for exam was severe abdominal pain, result was right /mid intramural fibroid- 1.0x0.8x0.7 cm, nabothian cysts. Right ovary-possible calcifications. Abdomen complete on (B)(6) 2013, showed hepatomegaly. On (B)(6) 2015, hysteroscopy showed normal appearing uterine cavity and bilateral tubal ostia. After essure insertion, four coil of the left microinsert trailed into the endometrial cavity and seven coils of the microinsert trailing into the endometrial cavity. The patient tolerated the essure insertion procedure well. Patient's physical exam showed abdomen: atraumatic, soft, tenderness (periumbilical-mild), pain was out of proportion to abdominal exam. Skin: diaphoresis (mild). Psychiatric: anxious. CT abdomen and pelvis on (B)(6) 2015, findings was age appropriate uterus and ovaries. Iud appropriately positioned within the uterus. Pelvic phleboliths. Impression was moderate sized hiatal hernia. X-ray abdomen on (B)(6) 2015, intra-uterine device was visualized in the pelvis. Multiple pelvic phleboliths. On (B)(6) 2015, stomach biopsy, mild chronic gastritis. Egd on (B)(6) 2015, hiatus hernia, reflux esophagitis, gastritis. CT abdomen and pelvis on (B)(6) 2016, moderate hiatal hernia. Stable scattered subcentimeter hypodense hepatic lesions, too small to characterize, but statistically cysts or biliary hamartomas. Iud within the uterus, similar in position of prior exam, near the edge of the uterus and likely partially within the myometrium. Previously administered products included for an unreported indication: depo provera in (B)(6) 2014 and cocaine. Concurrent conditions included smoker, paraesthesia generalised, cramp in hand, nausea, vomiting, muscle spasms, urine output decreased, flank pain, obesity and back pain. Family history included diabetes (mother), irritable bowel and hypertension. Concomitant products included vitamin d nos (vitamin d) since (B)(6) 2017 for bone disorder, amlodipine since (B)(6) 2014 and lisinopril since (B)(6) 2014 for hypertension, promethazine for nausea, paracetamol (acetaminophen) for pain as well as magnesium oxide, pantoprazole and potassium chloride. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced back pain ("back pain /back pain (aching, sharp)") and pelvic pain ("pelvic pain"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain /abdominal pain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain / menstrual pain (sharp)") and dyspareunia ("pain during intercourse (sharp, stabbing)"). In (B)(6) 2016, the patient experienced headache ("headache at the back of left eye (it's always on the left and always behind eye)/head (sharp pain)"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), depression ("depression") with fatigue, abdominal distension ("bloat"), alopecia ("hair loss") and flank pain ("right flank pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, weight fluctuation, dyspareunia, headache, pelvic pain, abdominal distension, alopecia and flank pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, flank pain, genital haemorrhage, headache, pelvic pain, uterine perforation and weight fluctuation to be related to essure. The reporter commented: she didn¿t claim that she was allergic to nickel or any other component of essure. She didn¿t claim that use of essure caused or aggravated any psychiatric and/or psychological condition. She discontinued depo provera due to heavy bleeding and condoms off and on due to essure. She was unsure if she underwent an essure confirmation test. Following essure placement procedure the she did not use birth control or contraception. It was unknown that essure was removed or she currently planning for essure removal due to time, as cost and fear of surgery are heavy concerns. She received treatment for menstrual pain, heavy bleeding and pain during intercourse. She did not receive treatment for abdominal pain, back pain, weight fluctuations and headache at the back of left eye. She was unsure of the dates that she suspected these injuries were related to essure. She took otc medication for menstrual pain, back pain and headache. She didn¿t claim that essure worsened previously existing injury/condition. Approximate weight at the time of essure placement: 200. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Pregnancy test - on (B)(6) 2013: results: positive; on (B)(6) 2014: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("location of the perforation: suspected within the myometrium, according to (B)(6) 2016 radiology report") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and treatment noncompliance "following essure placement procedure the plaintiff did not use birth control or contraception". The patient's medical history included multigravida, multiparous ((B)(6) 1985 (40 weeks), (B)(6) 1993 (40 weeks), (B)(6) 1994 (36 weeks c-section), (B)(6) 1995 (40 weeks), (B)(6) 1996 (40 weeks), (B)(6) 1998 (40 weeks), (B)(6) 2000 (40 weeks), (B)(6) 2014), caesarean section in 1994, abortion, c-section in 1985, c-section in 1993, c-section in 1994, seizures, bipolar disorder, hernia repair (umbilical childhood), lumbar strain, subconjunctival hemorrhage (right eye), vaginal bleeding in 2010, menses irregular, groin discomfort, trichomoniasis in 2010, gerd, acute myocardial infarction in 2004, vomiting, diarrhea, nausea, anxiety, schizophrenia, postpartum cardiomyopathy, swelling of limb, pain in extremity, substance abuse, alcohol abuse, benign essential hypertension, esophageal disorder, anemia, eyelid contusion, coronary atherosclerosis (unspecified type of vessel), esophageal reflux, acute kidney injury, obesity and overweight. She did not ever experience the injuries she claimed in complaint or identified in this form before the date of essure placement. On (B)(6) 2010, ultrasound showed no intrauterine pregnancy, no evidence of ectopic , right ovarian cyst. Pelvic ultrasound on (B)(6) 2013, reason for exam was severe abdominal pain, result was right /mid intramural fibroid- 1.0x0.8x0.7 cm, nabothian cysts. Right ovary-possible calcifications. Abdomen complete on (B)(6) 2013, showed hepatomegaly. On (B)(6) 2015, hysteroscopy showed normal appearing uterine cavity and bilateral tubal ostia. After essure insertion, four coil of the left microinsert trailed into the endometrial cavity and seven coils of the microinsert trailing into the endometrial cavity. The patient tolerated the essure insertion procedure well. Patient's physical exam showed. Abdomen: atraumatic, soft, tenderness (periumbilical-mild), pain was out of proportion to abdominal exam. Skin: diaphoresis (mild). Psychiatric: anxious. CT abdomen and pelvis on (B)(6) 2015, findings was age appropriate uterus and ovaries. Iud appropriately positioned within the uterus. Pelvic phleboliths. Impression was moderate sized hiatal hernia. X-ray abdomen on (B)(6) 2015, intra-uterine device was visualized in the pelvis. Multiple pelvic phleboliths. On (B)(6) 2015, stomach biopsy, mild chronic gastritis. Egd on (B)(6) 2015, hiatus hernia, reflux esophagitis, gastritis. CT abdomen and pelvis on (B)(6) 2016, moderate hiatal hernia. Stable scattered subcentimeter hypodense hepatic lesions, too small to characterize, but statistically cysts or biliary hamartomas. Iud within the uterus, similar in position of prior exam, near the edge of the uterus and likely partially within the myometrium. Previously administered products included for an unreported indication: depo provera in (B)(6) 2014 and cocaine. Concurrent conditions included smoker, paraesthesia generalised, cramp in hand, nausea, vomiting, muscle spasms, urine output decreased, flank pain and obesity. Family history included diabetes (mother), irritable bowel and hypertension. Concomitant products included vitamin d nos (vitamin d) since (B)(6) 2017 for bone disorder, amlodipine since (B)(6) 2014 and lisinopril since (B)(6) 2014 for hypertension, promethazine for nausea, paracetamol (acetaminophen) for pain as well as magnesium oxide, pantoprazole and potassium chloride. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced back pain ("back pain /back pain (aching, sharp)") and pelvic pain ("pelvic pain"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain /abdominal pain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain / menstrual pain (sharp)") and dyspareunia ("pain during intercourse (sharp, stabbing)"). In (B)(6) 2016, the patient experienced headache ("headache at the back of left eye (it's always on the left and always behind eye)/head (sharp pain)"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), depression ("depression") with fatigue, abdominal distension ("bloat"), alopecia ("hair loss") and flank pain ("right flank pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, weight fluctuation, dyspareunia, headache, pelvic pain, abdominal distension, alopecia and flank pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, flank pain, genital haemorrhage, headache, pelvic pain, uterine perforation and weight fluctuation to be related to essure. The reporter commented: she didn¿t claim that she was allergic to nickel or any other component of essure. She didn¿t claim that use of essure caused or aggravated any psychiatric and/or psychological condition. She discontinued depo provera due to heavy bleeding and condoms off and on due to essure. She was unsure if she underwent an essure confirmation test. Following essure placement procedure the she did not use birth control or contraception. It was unknown that essure was removed or she currently planning for essure removal due to time, as cost and fear of surgery are heavy concerns. She received treatment for menstrual pain, heavy bleeding and pain during intercourse. She did not receive treatment for abdominal pain, back pain, weight fluctuations and headache at the back of left eye. She was unsure of the dates that she suspected these injuries were related to essure. She took otc medication for menstrual pain, back pain and headache. She didn¿t claim that essure worsened previously existing injury/condition. Approximate weight at the time of essure placement: 200. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Pregnancy test - on (B)(6) 2013: results: positive; on (B)(6) 2014: results: negative. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 25-apr-2019: pfs received. Following events were added: bloat,hair loss, right flank pain,she did not underwent an essure confirmation test and location of the perforation: suspected within the myometrium, according to (B)(6) 2016 radiology report. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.